Event description:
It was reported that when the product was opened a foreign particle was noticed inside the tubing.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Upon visual inspection it was observed that the tubing had one small piece of transparent plastic inside on the outside of the tubing. The root cause was determined to be a foreign material in the manufacturing environment that inadvertently entered unnoticed into the packaging pouch. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that when the product was opened, a foreign particle was noticed inside the tubing.